Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise resulting in pacing inhibition was observed on the right ventricular lead. The patient was asymptomatic. The noise was thought to have been caused by an insulation anomaly. Device reprogramming was performed. The lead was capped and replaced on (B)(6) 2015.